Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode experienced a rhythm that appeared to be bigeminal. Technical services ts noted that the wider complex beats became more regular in nature at which point the s to t segments were so high that the t waves were as tall as the qrs complex which lead to t wave oversensing and an inappropriate shock. Following the shock the onset rhythm returned. Ts noted discussed programming options in which the field representative would discuss with the physician. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode experienced a rhythm that appeared to be bigeminal. Technical services (ts) noted that the wider complex beats became more regular in nature at which point the s to t segments were so high that the t waves were as tall as the qrs complex which led to t wave oversensing and an inappropriate shock. Following the shock the onset rhythm returned. Ts noted discussed programming options in which the field representative would discuss with the physician. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock due to t wave oversensing. Ts noted this morphology was different than the first inappropriate shock. This electrode remains in service.